Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited high thresholds. The lead programming was changed for each lead and they remain in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7278, implantable cardioverter defibrillator, (B)(6) 2005; 694458, implantable tachy lead, (B)(6) 2002. (B)(4).